Event description:
It was reported that the needle was clogged with a bd precision glide¿ needle. This occurred on 3 separate occasions prior to use with batch # 8324761. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, customers reported that when using needles (material # 305106), they found that the needle was clogged and could not be vented. This situation occurred for three consecutive rods; the customer did not provide a specific batch. Through the sales records, the possible batches are 8832761or7324820.

Manufacturer narrative:
H.6. Investigation: two samples were received. They came wrapped in a piece of masking tape. One has the plastic hub cut in half from top to bottom and by half removing the top part of the plastic hub. The other one was cut in half by removing the top part of the plastic hub. No additional analysis can be performed since these samples have been tampered. Root cause is undetermined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7324820, medical device expiration date: 2022-12-31, device manufacture date: 2017-11-20, medical device lot #: 8324761, medical device expiration date: 2023-12-31, device manufacture date: 2018-11-20." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged with a bd precisionglide¿ needle. This occurred on 3 separate occasions prior to use with batch # 8324761. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, customers reported that when using needles (material # 305106), they found that the needle was clogged and could not be vented. This situation occurred for three consecutive rods; the customer did not provide a specific batch. Through the sales records, the possible batches are 8832761 or 7324820.